Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 526 mg/dl. The cause of the high bg was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Manual insulin injections were administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.